Manufacturer narrative:
(B)(4): the device component code 430 relates to the device problem code 1069 for the reported event of wire broke.the complainant indicated that the device was disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of stones within the common bile duct. According to the complainant, when the device was bowed approximately 3-4 times during the procedure, the cutting wire broke at the middle of the wire. No part of the wire detached inside of the patient. The procedure was completed using another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.